Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation on (B)(6) 2018. Troubleshooting was attempted without success. The ipg is considered inoperable. The ipg died prematurely. Surgical intervention may take place to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. Issue resolved.